Event description:
A bipap auto biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the, the service technician observed visible foam particles inside the blower kit. Additionally, unrelated to the reportable malfunction, the technician observed dust contamination. The device was scrapped by the service center after the evaluation was completed.